Event description:
Information received indicates the bed will not remain locked in the trend position.

Manufacturer narrative:
The tech isolated the issue to the trend gas springs not functioning properly due to their age. He replaced the trend gas springs to repair the bed.